Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s blood glucose levels reached 19.4 mmol/l (350 mg/dl) while wearing the pod between 4 and 24 hours on the back. Upon pod removal, it was noted that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.